Event description:
It was reported there was a leak with an access light sensitive drug set. According to the report, the leak was discovered during infusion using a pump. The solution associated with the event is unknown. There was patient involvement, but there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the pump used with the set was reported to be a colleague pump (baxter product). Evaluation summary: the actual device was not received; however, a retained sample was available for evaluation. Visual inspection of the retained device did not identify any abnormalities related to the reported condition. A gravity test was performed, and solution correctly flowed through the tubing with no leaks noted. The reported condition was not replicated with the retained sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.